Manufacturer narrative:
Due to character restriction in block e1 e1 initial reporter name is (B)(6). Updated fields: b4, b6 , b7, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 , d5 , d10 , e2 , e3 , e1 ( initial reporter , event site email ) , g1 , g7 a getinge field service engineer (fse) inspected the unit and replaced the pneumatic module assembly . After the replacement, the unit passed all manifold test and the repair was completed. The failure analysis and testing dept. Received pneumatic module assembly serial number (B)(6) with a reported unit failure of, all manifold test failed. The failure analysis and testing dept. Conducted a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed pneumatic module assembly serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested thepneumativ to factory specifications per procedure revision g and the cardiosave service manual the fat dept. Initiated an all manifold test in diagnostics. The fat dept was able to replicate the complaint of the pneumatic module failing the all manifold test. The leak differential test failed with a result of 67mmhg. The factory specification is 10mmhg. The pneumatic module failed testing. Probable cause of failure, a defective solenoid or leak in the tubing. Retaining the module in the fat dept. Per procedure number.

Event description:
N/a.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the field service engineer that the cardiosave intra-aortic balloon pump (iabp) failed all manifold test. There was no patient involvement reported.